Manufacturer narrative:
Additional information was received on december 10, 2024. The explant date was clarified to be (B)(6) 2024. Replacement with mentor gel is planned with explant. Additional information was received on december 24, 2024. In addition to the capsular contracture reported initially, the patient experienced associated wound infection. Reason for device explant and/or reoperation: capsular contracture / wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 27, 2024 mentor became aware that it erroneously omitted that the device was ruptured from the previous report submitted. Reason for device explant and/or reoperation: capsular contracture / wound infection / rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 24, 2025. The device lot and serial numbers were clarified to (B)(6), respectively. The device side, originally thought to be left sided, is unknown. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on february 25, 2025. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned device determined that the breast implant had a tear on the anterior view measuring approximately 4.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture future explant date: on (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 450cc mentor memorygel breast implant experienced left sided baker grade IV capsular contracture post procedure. As a result, explant is planned for (B)(6)2024.